Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of emerge balloon catheter with no other devices. There was contrast and blood in the inflation lumen. There were numerous hypotube kinks. The midshaft was twisted. The shaft was buckled 3mm in length at the proximal balloon weld. The distal tip was damaged. Magnified inspection identified a pinhole in the balloon material at the proximal edge of the distal markerband. Microscopic examination of the balloon presented no irregularities in the balloon material that could have contributed to the damage. Microscopic examination of the markerbands presented no irregularities that could have contributed to the damage. No proximal weld damage was found. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was reported that the balloon rupture occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified distal left circumflex artery (lcx). A 2.00mm x 8mm emerge balloon catheter was advanced for dilation however, upon the second inflation at 10 atmospheres for 10 seconds, the balloon ruptured before reaching the rated burst pressure. The device was completely removed from the patient and the procedure was completed with a different device. No patient complications were reported and the patient's status was good.

Event description:
It was reported that the balloon rupture occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified distal left circumflex artery (lcx). A 2.00mm x 8mm emerge¿ balloon catheter was advanced for dilation however, upon the second inflation at 10 atmospheres for 10 seconds, the balloon ruptured before reaching the rated burst pressure. The device was completely removed from the patient and the procedure was completed with a different device. No patient complications were reported and the patient's status was good.